Event description:
It was reported that the pump was alarming no disposable pump won't run. The settings were reviewed. (Res vol 9.0ml, rate 2.4ml/hr, given 101.00ml) per reporter, the pump was turned off, tubing clamped, cassette removed, and the tubing was massaged. Reporter stated bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and reattached, but the alarm returned upon start up. Troubleshooting was repeated but the alarm persisted. The patient was adamant that the pump was empty, as the cassette and medication bag were dry. The patient was redirected to the clinic. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. H2) correction: d10 corrected, concomitant product includes reservoir cassette. H2) additional information: h10 corrected.